Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. (B)(4).

Event description:
It was reported that approximately four months after implant, the right ventricular lead had no capture. An x-ray confirmed that the lead had pulled back. The lead was revised and remains in use. After the lead was revised, the device set screw was retracted too far and was lost. The device was explanted and replaced. No patient complications have been reported as a result of this event.